Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 who had essure (fallopian tube occlusion insert) placed on (B)(6) 2011. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, and chronic back pain. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve her symptoms. On or around (B)(6) 2012, plaintiff underwent an emergency dilatation and curettage and tubal ligation, where her essure coils were removed, as a result of a tubal pregnancy. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow up 28-jun-2016: quality-safety evaluation of ptc ptc global number: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy cannot be totally excluded. A lack of efficacy is a known possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and underwent an emergency dilatation and curettage and tubal ligation, where her essure coils were removed, as a result of a tubal pregnancy. Tubal ectopic pregnancy is listed in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, considering event's nature, causality with suspect insert cannot be excluded. Since an intervention was required, this case is regarded as incident. According to the technical assessment, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported lack of efficacy cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.